Manufacturer narrative:
Follow-up # 2 ¿ (07/29/2014). The patient¿s test strips have been returned on 12/10/2013 and evaluated by lifescan product analysis on 7/17/2014 with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have results greater than +50% of the control solution when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to be saturated by moisture and failed tga testing. A DHR (device history record) was completed on 05/21/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultralink meter is giving inaccurate high reading of ¿182 mg/dl¿ compared to another meter reading of ¿90 mg/dl.¿ the complaint was classified based on the customer care advocate (cca) documentation. The patient received the alleged reading on the day of the call. The patient manages his diabetes with an insulin pump. Around the same time, the patient subsequently developed symptom of shaky. He took self treatment with food and drink. The patient confirmed the reading comparison was performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient¿s testing process was correct. The test strips were within the discard date and in good condition. The lfs products were replaced and requested back for investigation. This complaint is being reported because the patient developed symptom suggestive of hypoglycemia after the patient received elevated lfs meter reading.

Manufacturer narrative:
Follow-up # 1 ¿ (12/10/2013). The patient¿s meter have been returned and evaluated by lifescan product analysis on 12/2/2013 and 12/5/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.